Event description:
It was reported via repair work order that the patient right foot end base caster was detached from the cot due to a missing caster mount bolt. This caused the cot to lean. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.